Event description:
It was reported that during an unknown procedure, the device with a green reload fired and the staples were malformed and the tissue was not cut. The surgeon changed to hand sewing to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what type of procedure was the device used in? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was buttressing material utilized with either device? If so, which product?

Manufacturer narrative:
(B)(4) = anvil, incomplete cycle. Additional information: what type of procedure was the device used in? -laparoscopic radical resection of rectal carcinoma. Please clarify what was meant by the device failed. -the device could not fire at the 3rd stroke of the 1st firing with ecr60g. The staples were malformed and the tissue was not cut. Did the device deliver any staples? -yes. If yes, were the staples formed properly? ¿no. If yes, was the staple line complete? -no. Did the device cut? -no. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was buttressing material utilized with the device? If so, which product? -not reported. The analysis results found that one ec60 device was returned with the anvil bent upwards and with an ecr60d cartridge reload partially fired 2/3 consistent with an incomplete or interrupted cycle. Upon further inspection the cartridge deck was noted to be damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional testing could be performed due to the condition of the anvil. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.